Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'air in line' which was not reproduced due to constant reload set message during evaluation. A review of the event history log identified the multiple 'air in line!' Alarms. The cause was determined to be an out of specification ultrasonic sensor. The upstream sensor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. The problem was found upon power up at the emergency room. There was no patient involvement. No additional information is available.